Manufacturer narrative:
The evaluation of the returned mini apical cuff, lot number 6692407, confirmed an issue that could have contributed to the reported inability to lock the pump in place. The mini apical cuff was returned in a used condition. The metal hardware appeared free from distortion and there was no material impeding the inner diameter of the hardware. The outer edge of the metal hardware revealed orange debris underneath the anti-rotation teeth feature, which appears consistent with the report of bioglue being used with the mini apical cuff. In addition, scratch marks were observed on the outer diameter of the metal hardware near the debris. If this debris was present during the implant procedure, it could have potentially obstructed the path of the slide locking mechanism arms, which would have prevented the pump from fully engaging with the mini apical cuff. The returned mini apical cuff was cleaned and tested with a heartmate 3 pump in an attempt to engage the cuff lock mechanism. The mini apical cuff was able to be fully engaged and disengaged without issue. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The device is not serialized, therefore the manufacture date, age of device and device identifier (UDI) are not available. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that during implant the mini apical cuff was sewn with 2 pledgeted sutures and a felt ring with running sutures and bioglue. The pump was unable to be locked in place after several attempts. The account reported that the pump was removed and the cuff was inspected. While removing the suture knots they were cut as close as possible. The pump was placed in the implant kit's apical cuff to confirm the locking mechanism was functioning as expected. After a few more unsuccessful attempts of locking the pump in place, the mini apical cuff and all felt and sutures removed. The apical cuff in the implant kit was placed using 12 pledgeted sutures and no bioglue. The pump locked in without difficulty. As discussed with the surgeon, the mini apical cuff will be sent back for analysis. No further information was reported.